Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) delivered possibly five inappropriate shocks due to potential supraventricular tachycardia (svt) with t-wave oversensing, exhausting s-ICD therapy. The shocks did not convert the potential svt. Technical services (ts) was contacted, and ts discussed programming options. The s-ICD system remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) delivered possibly five inappropriate shocks due to potential supraventricular tachycardia (svt) with t-wave oversensing, exhausting s-ICD therapy. The shocks did not convert the potential svt. Technical services (ts) was contacted, and ts discussed programming options. The s-ICD system remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
Correction to field h6: impact codes.